Manufacturer narrative:
Product ID: 3889-28, lot# va0kcds, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was originally reported on (B)(4) 2014 that the stimulation was causing pain in the tip of the patient¿s penis and he had no control of his symptoms. The patient wanted to know if he had to carry his programmer all the time. It was noted that since implant the patient did not feel the stimulation was helping his symptoms at all. The patient still had to wear pads, was not making it to the bathroom in time, and was still having accidents. It was stated that the patient went to see his health care provider (hcp) about ten day ago and he was not feeling stimulation. The patient¿s hcp changed the program and when he was changed to the second program it was still not controlling his symptoms. It was reported that since the reprogramming the patient was able to feel stimulation and he felt it in the tip of his penis and it was very painful. The patient did not have the programmer to make any adjustments. It was noted that the patient would turn stimulation down, so it was not painful and he would call in tomorrow when they had the programmer. The patient would also call his hcp to see if they could change the program and see how long they wanted him to stay on each setting. About a month and a half later, it was reported that the patient never had therapeutic effect since implant. He was still having urinary leakage and having to wear a pad. The patient went to managing hcp's office a couple months back, and they helped him change programs but that program also did not seem to work for him therapeutically. The patient's managing hcp said it would be ok for him to change programs. The patient asked for assistance changing from program 4 to program 1. The patient confirmed he was able to successfully change programs and was presently at 2.3 and could feel the stimulation sensation comfortably. About a month later the patient was still having leaking symptoms. He missed his appointment with his hcp the month prior. The patient was assisted in changing to program 2 at 1.4 and he felt stimulation comfortably. However, he was feeling stimulation at the implantable neurostimulator (ins) site. He turned it down to 1.3 and no longer felt stimulation in that location. No interventions or patient outcome were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.